Event description:
It was reported that noise leading to oversensing, high capture threshold, and high pacing impedance were observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually. The rv lead was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The reported events of oversensing noise, suspected insulation damage, inadequate capture and high pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damages found consistent with procedural damage.